Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) results were obtained from vitros performance verifier (pv) quality control (qc) fluids when tested using vitros lac slides lot 3532-0105-9790 on a vitros 350 chemistry system. The most likely assignable cause of this event is user error as the user adjusted slope value for the vitros lac assay was set incorrectly under the user adjusted parameters on the vitros 350 chemistry system. After the correct user adjusted slope value was entered, the vitros performance verifiers were retested using vitros lac slides lot 3532-0105-9790 on the vitros 350 chemistry system and yielded acceptable results. There is no evidence that the vitros lac reagent or vitros 350 chemistry system malfunctioned. Pre-analytical sample handling and processing can be ruled out as a contributor to the event as the customer was following the guidelines for preparation of both the vitros calibrators and the vitros performance verifiers.

Event description:
A customer obtained higher than expected vitros lactate (lac) results from vitros performance verifier (pv) quality control (qc) fluids when tested using vitros lac slides lot 3532-0105-9790 on a vitros 350 chemistry system. Vitros pvi results of 2.70, 2.90, 2.90 and 3.00 mmol/l versus an expected result of 1.40 mmol/l. Vitros pvii results of 7.30, 7.30, 7.40 and 7.60 mmol/l versus an expected result of 3.64 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros lac results were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers: (B)(4).